Event description:
It was reported that an inset infusion set did not lock properly during use, resisted engagement, and then broke apart; the user replaced the infusion set and resumed insulin delivery. No reported adverse clinical effects. Outcomes included no alarms and no medical intervention or hospitalization. Investigation included complaint intake and replacement supply shipment. Investigation of this case revealed a malfunction of the infusion set locking mechanism consistent with improper deployment or a connector engagement issue, associated with the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user technique or handling during infusion set deployment or connection.